Event description:
Still pain in knee [knee pain] ([subtherapeutic response]). Swelling around knee [knee swelling]. Case narrative: initial information received on 07-jan-2020 from united states regarding an unsolicited valid serious case received from a non-healthcare professional via health authority with reference number mw5091547. This case involves an unknown age male patient who had still pain in knee and swelling around knee (latency: unknown), while he was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received hylan g-f 20, sodium hyaluronate injection, strength 8mg/ml, dosage unknown via intra-articular route (with an unknown batch number) for unknown indication. The information regarding lot number cannot be requested. On (B)(6) 2019, after unknown latency, the patient did not feel much relief from medication and had still pain in knee, swelling around knee. These events were assessed as medically significant. Action taken: not applicable for both the events. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for both the events. A product technical complaint was initiated on 07-jan-2020 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 23-jan-2020 additional information received on 10-jan-2020. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly. Additional information was received on 23-jan-2020 from other healthcare professional. Final ptc investigation completed. Text amended accordingly.

Event description:
Still pain in knee [knee pain] ([subtherapeutic response]). Swelling around knee [knee swelling]. Case narrative: initial information received on 07-jan-2020 from united states regarding an unsolicited valid serious case received from a non-healthcare professional via health authority with reference number mw5091547. This case involves an unknown age male patient who had still pain in knee and swelling around knee (latency: unknown), while he was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received hylan g-f 20, sodium hyaluronate injection, strength 8mg/ml, dosage unknown via intra-articular route (with an unknown batch number) for unknown indication. The information regarding lot number cannot be requested. On (B)(6) 2019, after unknown latency, the patient did not feel much relief from medication and had still pain in knee, swelling around knee. These events were assessed as medically significant. Action taken: not applicable for both the events. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for both the events. A product technical complaint was initiated on 07-jan-2020 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: in process. Additional information received on 10-jan-2020. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly.